Event description:
A falsely elevated troponin I result of 1.44ng/ml was obtained on a patient sample. The laboratory was testing troponin I with th eauto repeat option and the test was repeated with a result of 0.05ng/ml. The same sample was tested again in triplicate and results of 0.00,0.00 and 0.00ng/ml were obtained. The falsely elevated result was not reported to the physician. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin result. Analysis of instrument data does not identify a device failure. No conclusions can be drawn.